Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins was not taking a charge. The patient previously had the same issue. The patient has an appointment on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.